Event description:
It was reported to boston scientific corporation on that a hydrothermablator procedure set was used during a endometrial ablation procedure performed in 2007 (female patient; age and weight are unknown). During preparation, there was a fluid loss of 10 cc at a rate of 7 cc a minute. The physician checked the cervical seal and saw nothing. Everything looked good and continued with that phase of the procedure. Approximately, half way through the procedure, the physician had another 10 cc fluid loss of about 4 cc a minute. The physician checked the cervical seal again and decided to continue. About 10 seconds before completion of the procedure another 10 cc fluid loss at about 3 cc a minute. The physician aborted the procedure, but it was considered finished by the physician. The doctor decided to performed a laparoscopy and noticed fluid outside her cavity but no trace of any burns at all. The patient was kept overnight just for observation only. This was because there was two doctors that performed the case, and it was the first time for one of them. It was also noted that the patient has a low tolerance for pain and was complaining about some pain. The patient was released with no issues.

Manufacturer narrative:
The complaint was reported for loss of fluid. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation could not be performed, and root cause could not be determined. A device history review (DHR) could not be conducted because the lot number was not reported.